Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It is reported that "electrical reset occurred" and "patient noted beeping". It is also reported that patient was undergoing radiation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis revealed that the device did not meet expected longevity and the cause is unknown. It was noted that there was a ram chip memory error.

Event description:
It was reported that "electrical reset occurred" and "patient noted beeping". It was also reported that patient was undergoing radiation. It was later reported that the device was at elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.